Event description:
It was reported that the patient had phrenic nerve/diaphragmatic stimulation and the thresholds were noted to be chronically high. The device reached elective replacement indicator in less than 48 months and had possible premature battery depletion. The left ventricular lead was programmed off, and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (B)(6) 2012; 6947 implantable tachy lead (B)(6) 2012; 4592 implantable pacing lead (B)(6) 1999. (B)(4).